Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned device was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
The physician believed there was a sensing issue on this lead and chose to replace it with a quadripolar lv lead. Should additional information become available, this file will be updated.